Event description:
The customer reported the instrument generated "low vacuum" error and approximately 4 mls of cleaner leaked from the coulter lh 500 hematology analyzer onto the counter while performing startup. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves, eye glasses and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a hole in the tubing through pinch valve (pv37) which caused the cleaner to leak. The fse replaced the tubing through pinch valve (pv37) and the instrument performed without any leaks. The fse observed the leak had damaged the connector for the peltier module. The fse cleaned the connector for the peltier module and the instrument performed without any "temperature" errors. The fse also observed the tubing had disconnected from the vacuum regulator. The fse re-attached the tubing and the instrument performed without any "vacuum" errors. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).